Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noticed champagne sized air bubbles coming out of the cartridge during the fill tubing process. The customer primed the air bubbles out. There was no impact to the customer's blood glucose level.